Event description:
The patient reported that infusion set into insufficient subcutaneous tissue which led up occlusion and hyperglycemia event on (B)(6) 2026, which was treated via pump.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.